Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department after being shocked several times. The device interrogation revealed that he was shocked inappropriately for atrial fibrillation with rapid ventricular response. Programming changes were made and the patient was discharged home in stable condition.